Manufacturer narrative:
Due to characterization limit e1: event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the service technician during technical inspection the cs100 intra-aortic balloon pump (iabp) battery not holding charge. There was no patient involved.